Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6; -12.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced excessive vaulting. On (B)(6) 2022 the was explanted. It was indicated the patient has declined a second operation temporarily. The problem was not resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found haptic bent to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).